Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient was brought back to the hospital due to hyperglycemia. This report is 1 of 2 allegations of inaccurate cgm values that had similar event details. Her bgm reading was 1200 mg/dl, while her cgm showed 220 mg/dl. No treatment was made on her home. She was diagnosed with dka again and was treated with an IV insulin. She was discharged after 6 days. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. This report is 1 of 2 allegations of inaccurate cgm values that had similar event details. Related records: (B)(4).